Event description:
The customer reported that while pipetting an hiv I/ii plate on summit the technician observed the disposable tips were not being picked up correctly in position number 10, which caused the external run controls to fail. No death or serious injury was associated with this incident.